Event description:
Resident was being transfered from wheelchair to bed with lift. Resident was above bed, up several feet, and before the aide could lower the resident the metal bar snapped on the lift. The area of the bar that snapped was a pin that connects the arching portion of the bar with the spreader bar which holds the resident.